Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that patient presented remotely. Review of the transmission revealed, the patient experienced inappropriate high voltage therapy from the implantable cardioverter defibrillator due to incorrect interpretation of signal. Programming changes were discussed, no intervention was reported. No patient condition or further information was reported.